Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter was prompting an error 4 message. The patient was able to test on her sister's meter and the result was 206 mg/dl. The patient visited her physician for a non-diabetes related illness. While at the office, she mentioned the problem with the meter to the nurse. The nurse attempted to troubleshoot, but was unable to resolve the issue. The issue was not resolved while troubleshooting with lfs customer service either. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The meter is being replaced for the patient.